Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 17:13:58. During night drain cycle eight, the patient's ultrafiltration reading was 1393 ml, indicating the home patient (hp) drained 1018 ml more than their maximum programmed fill volume of 1500 ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. If any additional relevant information is received, a follow-up report will be sent.